Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center, critical error codes relating to speaker 1 and speaker 2 failure was observed. There is no documentation in the repair evaluation what component(s) need to be replaced to address the issue. No further investigation is required at this time. Additionally, the device has been visually inspected and no visible evidence of foam degradation. During the evaluation, no foam particles were observed. The device has been remediated, repaired; software updated and passed all final testing. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.